Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe s2 10ml leaked past the stopper during use. The following was reported by the initial reporter: "the customer informs that the 10 ml syringe is leaking from the plunger. The syringe was used to inject nivacuron (relaxant) medication and the sample is therefore contaminated."

Event description:
It was reported that a syringe s2 10ml leaked past the stopper during use. The following was reported by the initial reporter: "the customer informs that the 10 ml syringe is leaking from the plunger. The syringe was used to inject nivacuron (relaxant) medication and the sample is therefore contaminated."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary: as a lot number was unavailable for this incident, a review of the production history records could not be completed. To aid in the investigation of this incident, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed through the plunger rod component. Through magnified inspection, damage was found on the plunger rod, contributing to the leakage. Based on the investigation results, it has been determined that this incident resulted due to damage to the plunger lip component. This type of damage could occur during the handling of the product within the manufacturing facility or during the assembly process. Further action has been taken to prevent the risk of this type of defect. H3 other text : see h10.